Event description:
Customer contacting cts to report a false negative in the forward typing anti-a micro well to the mts abd/abd gel card to a patient later confirmed to be a blood group of a pos on mts abd/rev gel card on the provue and in manual.

Manufacturer narrative:
On 12/23/2014, an ocd field engineer (fe) arrived at the customer site, performed pipetting and fluid circuit test, it passed. Verified that camera settings were correct. Observed no leakage in provue. Performed modification 38 per instruction. Password def, reactius.def, pocillos.def and supports. Def file modified dates are correct. All files listed in gru file modified dates are correct. Inspection of the system has determined that that software version 3.2 is installed on the analyzer. The modified dates for the def and .gru files were correct. Fe verified the provue to be operating as expected. The root cause of this event could not be determined. No reports of any incorrect or erroneous results reported as a result of this reported concern based on the discovered discrepancy.